Manufacturer narrative:
The customer returned a fragment of a na-u403-4019 single use aspiration needle. A single piece of pebax heat shrink was returned in sample cup along with the label cut from the box. No device, accessories or other remaining original packaging was returned with the shipment. As the rest of the device was not returned, the root cause of the reported failure could not be determined. If more information, or the device, becomes available, the record will be updated accordingly. A review of the complaint handling system noted no similar reports registered to this lot number.

Manufacturer narrative:
This supplemental report is being submitted to correct previously reported information regarding the device breakage. The service center received information that states the plastic sheath protecting the needle¿s coil came off outside the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). Please the updates in sections: g4, g7, h2 and h10. The OEM performed reviewed the DHR for the subject model and lot number. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of (B)(4) units were produced under this lot number with no abnormalities.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As a preventive measure, the instruction manual provides warning which states: always have a spare instrument available in case the primary instrument malfunctions. Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.

Event description:
The manufacturer was informed that during an endobronchial ultrasound procedure, when the needle was taken out to retrieve the biopsy sample, the sheath at the distal end of the device came off. The user facility reported no device fragment fell inside the patient as the coil came off outside of the patient. The procedure was delayed 15 minutes to find a new similar device. The intended procedure was completed using the replacement device. There was no patient injury reported.